Event description:
A malfunction was reported by the customer, identified by the code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.